Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the key failure is the valve is not shifting fully. Associated malfunction for this device: flow meter cap missing, o2 spout broken.